Event description:
The manufacturer was contacted by a rep dreamstation auto CPAP, dom - recrt device user. The patient alleges poisoning where she needed medical intervention. The patient complains of pain, breathing issues, nausea, daily headaches, inflammation, heart pounding, thyroid nodules, fatigue, black tongue, and weak kidney, heart, and liver. The patient was also seen by a gi doctor and had an endoscopy scheduled. Per the pms assessment, the mentioned symptoms are assessed as non-serious injuries, and the device did not cause or contribute to a serious injury. Additional details are needed for further clarification and assessment of the reported event. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.